Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on alleging that the one touch ultramini meter is giving an "apply sample" message. During troubleshooting, the customer care (cca) advocate verified that the testing process was correct. The test sample did not completely draw into the test strip. The product issue was not resolved with training. The patient manages his diabetes with self adjusting insulin. The product issue began on (B) (6) 2010 at 9 pm. The patient did not take any action in regards to the usual routine of diabetes managed as a result of the product issue. On (B) (6) 2010, the patient reportedly developed symptom of "shaky." The patient did not receive any treatment at the time of concern. This complaint is being reported because the patient indicated that he developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.